Event description:
Defective powerboard device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The power supply board was received for investigation. During visual inspection, it was noticed that the board was damaged (bent pins) and the bracket was missing. Therefore the parts could not be mounted in a device test and functionnal investigation could not be performed. However, due to the current damage on the board, even if assembly would have been possible, the device test would not have been able to switch on. Bracket reference label was provided and tracabilities have been performed. It showed that original brackets have already been replaced and it is probably during this intervention that the pins of the power board got damaged. Therefore the event could not be confirmed.

Event description:
Defective powerboard.